Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error anda red x on the display. Blood glucose level at the time of the incident was 145 mg/dl. The customer was advised that the insulin pump would be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with critical pump error and unable to download due to corroded electronic assemblies. Unit was received with corroded battery tube and corroded motor home switch. Unit was received with minor scratches on case, cracked retainer and minor scratches on lcd window.